Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the t:lock/luer lock. Customer declined to complete the system check, therefore no additional information was available. There was no reported adverse impact.